Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (ess205) (batch no. 122386586) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: birth control pill from 1984 to 1994. Past adverse reactions to the above products included drug ineffective with birth control pill. Concurrent conditions included endometrial polyp (proliferative endometrium) and uterine fibroid. On (B)(4)2003, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On unspecified date, in june 2003, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(4) 2003, the patient experienced abdominal pain lower ("pain: lower abdomen"). On (B)(4)2003, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(4)2008, laparoscopic davinci assisted hysterectomy and salpingectomy) and surgery (on (B)(4)2003, patient underwent dilatation and curettage and on (B)(4)2004, ablation). Essure (ess205) was removed on(B)(4)2008. At the time of the report, the uterine perforation, uterine haemorrhage, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia and device expulsion outcome was unknown and the dysmenorrhoea had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per pfs, on (B)(4)2003, she underwent surgical removal of coils. Per mr, on (B)(4)2004, she underwent cryoablation of the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(4)2003: essure confirmation test: positive; on (B)(4)2006: essure confirmation test: positive; on (B)(4)2008: essure confirmation test: positive ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine bleeding (confirming genital haemorrhage), abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(4)2018: the reporter information was updated. This case concerns 36 year old patient. Patient demographics were updated. Her historical medication and concurrent condition as added. Lab data was updated. Essure lot number was added. Essure indication was added. Per medical record, event: abnormal uterine bleeding was added. Events: perforation (uterus), pain: lower abdomen (previously reported as pain), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and expulsion of essure device were added. Post hysterectomy she was still experiencing cramping. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (ess205) (batch no. 122386586- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal pain, uterine fibroid, pelvic pain, dysfunctional uterine bleeding, rash and back pain. Previously administered products included for to prevent pregnancy: birth control pill from 1984 to 1994. Past adverse reactions to the above products included drug ineffective with birth control pill. Concurrent conditions included endometrial polyp (proliferative endometrium), uterine fibroid and hysterectomy since (B)(6) 2013. In (B)(6) 2003, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2003, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2003, the patient experienced abdominal pain lower ("pain: lower abdomen"). On (B)(6) 2003, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with medroxyprogesterone (depo provera), surgery (on (B)(6) 2008, laparoscopic davinci assisted hysterectomy and salpingectomy), surgery (on (B)(6) 2003, patient underwent dilatation and curettage and on (B)(6) 2004, ablation) and surgery (on (B)(6) 2003, patient underwent dilatation and curettage and on (B)(6) 2004, ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, uterine haemorrhage, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia and device expulsion outcome was unknown and the dysmenorrhoea had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per pfs, on (B)(6) 2003, she underwent surgical removal of coils. Per mr, on (B)(6) 2004, she underwent cryoablation of the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2008: negative ultrasound scan vagina - on (B)(6) 2003: essure confirmation test: positive; on (B)(6) 2006: essure confirmation test: positive; on (B)(6) 2008: essure confirmation test: positive ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine bleeding (confirming genital haemorrhage), abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 5-sep-2018: update of information (batch is not valid) product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (ess205) (batch no. 122386586- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal pain, uterine fibroid, pelvic pain, dysfunctional uterine bleeding, rash and back pain. Previously administered products included for to prevent pregnancy: birth control pill from 1984 to 1994. Past adverse reactions to the above products included drug ineffective with birth control pill. Concurrent conditions included endometrial polyp (proliferative endometrium), uterine fibroid and hysterectomy since (B)(6) 2013. In (B)(6) 2003, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2003, the patient had essure (ess205) inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2003, the patient experienced abdominal pain lower ("pain: lower abdomen") and pelvic pain ("pain"). In (B)(6) 2003, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2003, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"). On 1-jun-2004, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with medroxyprogesterone (depo provera), surgery (on (B)(6) 2008, laparoscopic davinci assisted hysterectomy and salpingectomy), surgery (on (B)(6) 2003, patient underwent dilatation and curettage and on (B)(6) 2004, ablation) and surgery (on (B)(6) 2003, patient underwent dilatation and curettage and on (B)(6) 2004, ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, uterine haemorrhage, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, device expulsion and pelvic pain outcome was unknown and the dysmenorrhoea had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per pfs, on (B)(6) 2003, she underwent surgical removal of coils. Per mr, on (B)(6) 2004, she underwent cryoablation of the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2008: negative. Ultrasound scan vagina - on (B)(6) 2003: essure confirmation test: positive; on (B)(6) 2006: essure confirmation test: positive; on (B)(6) 2008: essure confirmation test: positive. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine bleeding (confirming genital haemorrhage), abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New event " pain " was added. Onset date of event added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (on (B)(6) 2017 had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the genital haemorrhage and pain outcome was unknown. The reporter considered genital haemorrhage and pain to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.